Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they felt stimulation in the wrong location and it was uncomfortable. They further reported that they felt pain/ pinching down her right leg. It was confirmed that they therapy was on and patient was on program 3 at 1.0. Caller decreased to 0.2 and still felt pain. Caller turned stim back on and increased to 1.0 since turning stim off did not resolve the pain. Patient was redirected to follow up with their health care professional. No further complications were reported or anticipated.